Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 12-apr-2016: despite follow-up attempts, no response was given to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) removed approximately 5 years after device placement because it made her sick. Additionally, she believed she still had pet fibers inside of her (regarded as a suspicion of device breakage). Essure removal is listed in essure's reference safety information, while device breakage is anticipated according to the technical assessment. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, minimal information was provided and consumer's sickness was not specified. Additionally, her suspicion of device breakage was not confirmed at the time of this report. Nevertheless; considering device removal was required; causality with the suspect insert cannot be excluded. Therefore, this case was considered an incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information could not be obtained, despite follow-up attempts.

Event description:
This is a spontaneous case report received from a(B)(6) female consumer in united states on 21-oct-2015 who had essure (ess205) (fallopian tube occlusion insert) inserted in 2004 for permanent sterilization. She was not pregnant. The consumer reported that essure made her sick so she had them removed in 2009, after seeing a tubal removal specialist. She stated her symptoms diminished after removal but they never completely went away. She developed a chemical sensitivity from essure and suspect it was from the coating. By the time of this report she was on an antibiotic for bronchitis and the antibiotic was causing her symptoms to flare-up. She believe she still had pet fibers inside of her and was thinking about asking her doctor for a biopsy. Product technical complaint (ptc) investigation result received on 05-nov-2015. The ptc global number is (B)(4). Final assessment: for cases where a device 1iure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) removed approximately 5 years after device placement because it made her sick. Additionally, she believed she still had pet fibers inside of her (regarded as a suspicion of device breakage). Essure removal is listed in essure's reference safety information, while device breakage is anticipated according to the technical assessment. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, minimal information was provided and consumer's sickness was not specified. Additionally, her suspicion of device breakage was not confirmed at the time of this report. Nevertheless; considering device removal was required; causality with the suspect insert cannot be excluded. Therefore, this case was considered an incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information is being sought.